Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the slice was observed in the tubing of a one-link non-dehp microbore catheter extension set. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The sample in the photo was shown next to a "blister package" label of a non baxter set. Visual inspection was performed to the photograph which observed a cut near the small bore two piece luer lock on the device. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.